Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that vitrectomy probe could not be recognized and the radio frequency identification (rfid) ring turned blue, there was no cutting and no aspiration before surgery. The surgery was completed by replacing with new one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the port covered with white foreign material and with the inner cutter in the port. The sample was then functionally tested for actuation, aspiration and cut. The actuation, aspiration and cut functionalities of the returned probe were unable to be tested due to the inner cutter remained in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the fillet was deemed conforming, no presence of adhesive observed on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut and aspiration failures due to the inner cutter remained at the port. However, the inner cutter remaining in the port is a potential contributor factor of the reported cut and aspiration failures at the time the reported events were observed. The cause for the inner cutter remaining in the port is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined; however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been initiated associated with the inner cutter/coupling detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.